Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance measurements. The trending lead is stable, and no sign of lead issue was observed. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).